Manufacturer narrative:
According to the information provided by the technician, the pm kit, which includes nozzle units was found defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Unfortunately device's logs and defective parts were not available for further analysis. Information about date of last preventive maintenance kit/nozzle units replacement is unknown, hence the root cause of the malfunction of the nozzle unit could not be determined. A correction of field # d1 brand name, # d4 version or model # and # h4 manufacture date was required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 - version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. H4 - manufacture date - previous manufacture date: 02/24/2015, corrected manufacture date: 02/19/2015. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).